Event description:
It was reported that the catheter dislodged two years ago. The pump had been placed on the right side of the pt's body. Per the reporter, it was felt that the placement of the pump caused the catheter to dislodge. The catheter was revised in 2009. The pt experienced more spasms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.